Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this device could not be successfully interrogated due to premature battery depletion. The device was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Visual inspection determined internal device damage resulted from the device casing removal process. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.